Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the infusion sets do not work for his son's insulin pump. The patient's blood glucose was 600 mg/dl at one point; the patient's current blood glucose was 177 mg/dl. Troubleshooting was initiated and the father confirmed that the customer's infusion set cannula was bent. The customer has had issues with scarred or hardened tissue but the father normally avoids inserting in those places. The insulin pump was not returned or replaced and the customer will be returning twelve infusion sets for analysis.